Event description:
On (B)(6) 2012, an elevate anterior device was implanted. Upon closing the incision, blood was noted in the urine. A cystoscopy was done and it was apparent that the bladder had been entered on both sides, apically. A urologist was called in, who confirmed that there was mesh in the bladder. Both surgeons worked to explant all of the mesh. It appeared that all the mesh was removed from the pt. Then a laparotomy was performed to repair the bladder. On (B)(6) 2012, the pt appeared to be doing well; further follow-up is planned.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.